Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead implant procedure, physician punctured the l2-l3 position with a standard epidural needle. Lead was unable to be placed due to the severe pain felt by the patient. Physician attempted several times to place the lead however was unsuccessful. Procedure was abandoned as a result and the lead was discarded. There were no complications during the procedure. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.